Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) was returned for analysis following a patient's death. There were no reported device allegations at the time of the patient's death. Upon receipt, initial laboratory analysis determined that this device did not meet expected longevity predictions as described in device labeling.

Event description:
Boston scientific received information that this patient had died in (B)(6) 2011 and the device was received at boston scientific's return product department in (B)(6) 2012.

Manufacturer narrative:
Analysis of the returned product is currently ongoing. This report will be updated upon completion of the analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection noted that the right ventricular (rv) positive and right atrial (ra) positive seal plugs were missing. There was a broken wrench tip in the ra positive setscrew hex slot. The wrench was broken off in the up position and tool marks were identified on the header surface. The device was put through and failed a series of automated tests which verified functionality, and therapy delivery. Detailed analysis found that the device was in storage mode with an interrogated voltage of 1.94 volts. A longevity calculation confirmed the device did not meet longevity estimates provided in device labeling. Portions of the circuitry, including the battery, were isolated and tested. Final analysis concluded the premature battery depletion was due to low-voltage capacitor degradation, which resulted in a high current condition.